Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple cartridge change errors occurred across multiple cartridges. The customer's blood glucose was 116 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.